Manufacturer narrative:
Patient-device interaction/cerebrovascular accident: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 56-year-old female with acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella 5.5 implanted via a right axillary/subclavian surgical arterial approach on (B)(6) 2026 at 17:26. During the course of support, the patient experienced a large ischemic stroke. The impella device remained in place until explant on (B)(6) 2026 at 23:33, at which time the patient expired. The patient had been planned for organ donation on (B)(6) 2026; however, she expired the night prior. No device malfunction or performance issue was reported, and no device alarms or console issues were identified based on the available information, this event represents a patient death following a large ischemic stroke during impella 5.5 support, with no evidence of device malfunction or contribution to the patient outcome. Device involvement was assessed as no involvement. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Unique device identifier and serial number were updated, corrected accordingly.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.